Event description:
User performed comparison studies in response to control recovery issues for troponin t and ckmb. The following results were generated during the comparison. Repeat testing performed on other analyze- same methodology. Sample 1: initial troponin t gave 0.044 ng/ml; repeat gave 0.033 ng/ml. Sample 2: initial troponin t gave 0.034 ng/ml; repeat gave 0.023 ng/ml. Sample repeated on initial analyzer gave 0.028 ng/ml. Sample 3: initial troponin t gave 0.024 ng/ml; repeat gave 0.015 ng/ml. Sample 4: initial ckmb gave 3.34 ng/ml; repeat gave 2.67 ng/ml. No erroneous results were reported. The field service representative was unable to determine root cause. Performance tests were performed, which were within specifications.